Manufacturer narrative:
(B)(4). Multiple attempts were made to contact the reporter in an effort to receive additional case information. No response was received. Due to the lack of information a causal relationship cannot be determined. Baxter apatech has completed the investigation. Sample evaluation and batch review were not performed as sample and lot number were not available. Per apatech, no further investigation can be carried out as the product lot number and sample are not available. The case will be kept on file for trending purposes.

Event description:
It was reported to baxter (B)(4) that a patient was in severe pain following a fusion in which actifuse was used. The doctor performed revision surgery on the patient and found actifuse granules compressing the nerve. Patient never fully recovered but did improve. The occurrence date is unknown and sample is not available for evaluation. No additional information was provided.

Manufacturer narrative:
(B)(4). Baxter medical assessment summary: the reported serious adverse event is confirmed (during second surgery) to be related to the nerve root compression through actifuse. A potential root cause of the compression might be a late migration (3 months post implantation surgery) of a fragment of actifuse. Alternative procedure, patient, and pathology related causes are to be considered (inflammatory reaction of the root, radiculitis, exostosis/hyperostosis, instrumentation failure/mobility of instrumented segment, etc.) Follow up clarification is still required. Baxter will follow-up with the reporter for additional information. A follow-up report will be submitted upon receipt and evaluation of additional information.